Event description:
The international distributor reported they had performed an upgrade per a manufacturer recall notice. The distributor informed the manufacturer that when the snubber pcb was removed from the power supply, it was noted to have evidence of overheating. The service engineer replaced the snubber pcb as directed in the recall notice to correct the finding. The snubber pcb was scrapped by the distributor.